Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The recommended guide wire was inserted without issue. A visual and tactile examination found that the shaft polymer extrusion was damaged at 150mm distal to the guide wire exchange port. It was noted that the outer was punctured at this position. Also, the hypotube kinked. This type of damage is consistent with the application of excessive force to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 11-nov-2015. It was reported that difficulty loading over the guide wire occurred. The target lesion was located in the coronary artery. A 3.50x28mm promus premier stent was introduced into a 0.014 guide wire outside the patient's body however, the device was unable to advance more than a few inches over the wire. The device was removed from the wire and another attempt was made to re-advance the device but the device was again unable to advance more than a few inches over the wire. The guide wire appeared to be kinked but upon inspection, no defects were noted. The device never entered the patients body and the procedure was completed using a non bsc stent. However, returned device analysis revealed that the outer shaft was punctured.